Manufacturer narrative:
Findings: all buttons functioning properly. However, found corroded keypad traces. No unexpected numbers ramping during testing. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads and cracked reservoir tube.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 190 mg/dl. The customer stated that none of the buttons are working. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.